Event description:
It was reported that during the implant procedure, the implanting physician managed to reach the target vein (coronary sinus) with the guidewire and the left ventricular (lv) lead was successfully placed with good electrical measurements. When the physician attempted to retract the guidewire, the distal part of the guidewire had broken off and was still visible on x ray. The physician extracted the guidewire and it was observed that the distal part was missing and it was left in the vessel with the lead. The physician tried to retract the lead, but unfortunately it was not possible to retract the lead either. A fragment of the guidewire was left in the patient and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).